Manufacturer narrative:
The following concomitant products were used during this procedure: 30 degree endoscope plus, fenestrated bipolar forceps, monopolar curved scissors, large needle driver. All the instruments were reused in subsequent procedures with no issues reported a device history record (DHR) review was performed for the device(s) used during the procedure and no non-conformances were identified to be related to this event. Review of the da vinci system logs found no errors were logged during the procedure. Log review of the 5 subsequent procedures performed also found no errors occurred during those procedures. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient had a pulmonary embolus and died following a ventral hernia repair. No specific instrumentation issues occurred, and the procedure time was reportedly within the expected length of surgery. According to the information provided in the summary of events, no intuitive surgical products or instruments contributed to this patient¿s death.

Event description:
It was reported that the patient underwent an uneventful da vinci-assisted ventral hernia (tapp) surgical repair procedure. The patient expired two days post-procedure from a pulmonary embolism. The surgeon stated that on the morning of post-operative day 1 the patient seemed to be doing good and had no pain; however, shortly after his visit the patient collapsed and cardiopulmonary resuscitation was performed. The patient expired the following day. The surgeon confirmed that there were no complications during surgery and the pulmonary embolism incident was assumedly caused by a thrombosis due to patient positioning. The patient had been placed in an anti-trendelenburg position at about 25 degrees with a bend down in the pelvic area. The surgeon stated that before docking the davinci system he needed to divide some adhesions which took a while. The surgery was then completed robotically with no report of any davinci system or instrument issues. The procedure lasted approximately 3 hrs:15 min which was ¿not significantly longer compared to similar complex cases.¿ it was unknown to the surgeon if an autopsy would be performed.